Event description:
Boston scientific received information that this left ventricular (lv) lead¿s internal conductor was damaged upon slitting. This occurred during implant procedure. The lead was never in service and will be returned if available. No adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the lead was performed. A deformed conductor coil and a cut in the insulation were noted 372 millimeters (mm) from the terminal pin. The lead passed the continuity test. Physical damage on the insulation and conductor coils were likely due to a grabbing tool. Laboratory analysis confirmed the reported clinical observation.